Event description:
On (B)(6) 2014, the pt's spouse called into technical support for an unrelated issue and reported the pt had been hospitalized, but denied it was cycler related. Follow up was done with the peritoneal dialysis (pd) rn who stated the pt was hospitalized with complaints of fever, chills, weakness and confusion. He was diagnosed with peritonitis and treated with antibiotics. The pd rn reported that no organism was identified in the pd effluent culture, but the wbc's were elevated. The pt was discharged on/about (B)(6) 2014 and continued to received intraperitoneal (ip) vancomycin and etamycin. He is awaiting re-culture and continues on continuous cycling peritoneal dialysis (ccpd) without further issue. There were no pd culture results or documentation of the pt' hospital course provided in the pt's medical record.

Manufacturer narrative:
This report is being submitted as part of a system level review, which will included an investigation of all potential fresenius products being used at the time of the event. The device has been returned to the manufacturer for evaluation. Medical records review: the medical records were reviewed by post market surveillance clinical staff and it was noted that pt had a recent history of confusion, falling and weakness. Peritonitis is a known complication of peritoneal dialysis and is usually the result in the breach of aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation.